Manufacturer narrative:
Medical device expiration date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the blood backflowed from a bd vacutainer® k2 edta blood collection tubes. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Correction: the devices used in the complaint were manufactured by grenier and not bd. An inquiry as to whether a bd product would produce a similar problem was misunderstood. This complaint was over reported by bd and should not have been reported by bd at all.

Event description:
It was reported that the blood backflowed from a bd vacutainer® k2 edta blood collection tubes. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the blood backflowed from a bd vacutainer® k2 edta blood collection tubes . There was no report of exposure, serious injury, or medical intervention.